Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary the vapr s90 4.0mm w/integr hdp-ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the distal tip is in a used condition and a charred section can be seen at proximal end. The handle, cable and plug assembly were in good condition. Procedural residue visible in suction tube. The hipot active return electrical check failed. The device was unable to activate the ablate and coagulate functions and also output short was generated and immediately sparked. The customer reported 'unable to ablate'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of the failure is shorting event at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure mode including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. Hich has been recorded in the speadsheet line ref no. 820, "internal arcing of instrument". The hazardous situations annotated for this failure mode are 'insufficient rf energy' with a potential outcome (s) / harm being incorrect tissue effect'. The risk level severity is categorized as minor and alra (as low as reasonably achievable). Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. Based on a review of investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue.¿ device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported from china that during a rotator cuff repair surgical procedure it was observed that the vapr s90 4.0mm w/integr hdp -ea blade device had a shirt circuit and did not function at all. Another like device was used and the procedure was successfully completed. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.